Event description:
It was reported the patient's lead were repositioned on (B)(6) 2014 as the leads had migrated (reference MFR. Report # 1627487-2014-01200). The issue was resolved following surgical intervention. However, the issue recurred and patient experienced ineffective stimulation due to scs leads migration. As a result, the leads were explanted and replaced with another model. Reportedly, the patient has effective therapy post operatively. The patient had two leads with the same lot number.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.